Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, inappropriate pacing in the qrs complex, "poor" capture and undersensing. The lead was reprogrammed and switched off. No patient complications have been reported as a result of this event.